Manufacturer narrative:
(B)(4). The customer reported that the leads came off a telemetry pt and there was no leads off audible inop alarm. The pt expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the leads came off a pt and there was no alarm. The pt expired.